Event description:
Hemostasis introducer sheath broke beneath the hub while being withdrawn from the patient's artery. Reportedly the patient had no groin scarring;there was no problem with the arteriotomy puncture.